Manufacturer narrative:
A company service representative examined the system. The representative reported the surgeon is pushing the room turn over times and the handpieces are being tuned hot and wet. The representative also stated both of the reported systems had scorched handpiece connector receivers. The scorched top handpiece connector was replaced and preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "unit stating loose tip" (device displays error message). A customer reported the unit was not recognizing the handpiece. The handpiece was switched out then a message was given indicating a loose tip. Additional information was requested. The customer reported to technical services that the issue was intermittent all day between both their units. They were switching handpieces around and got different messages on both unites for each handpiece. Reported issues were noticed during surgery. There was no patient impact reported. The unit was switched out on one case.